Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line alarms which were reproduced while running a loaded set. Air in line alarms were verified through a review of the event history log and found to be caused by a failed upstream sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received, however an evaluation is not yet completed; therefore, a full device analysis could not be provided. Upon completion of the evaluation, when additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in line alarms. There was no patient involvement injury or medical intervention associated with this event. No additional information is available.